Manufacturer narrative:
Concomitant medical products: product ID: 870950, lot# n23834, implanted: (B)(6) 1999, product type: catheter. Product ID: 8703w, lot# l63751, implanted:(B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that the pump was "dry" as of (B)(6) 2015, and the alarm was heard. The patient went to the emergency room (ER), due to the pump running out. No patient symptoms were reported. The patient was redirected to their healthcare provider (hcp). The pump was being used to deliver baclofen (unknown) and morphine (unknown). No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated that the patient misunderstood the month and date. The empty pump and alarm issue was resolved in (B)(6).